Event description:
It has been reported to philips that the system was not able to boot correctly and the monitor could not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the device was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc is not booting up because of the low bios battery. The engineer replaced the bios battery in host pc and simulated the power cut to evaluate the device functionality. The system booted up normally and returned to use in good working order. The codes were updated based on the investigation outcome.